Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
At one month follow up, a patient reported chest discomfort (4/10) and throat pain (5/10)immediately after a superdimension enb procedure. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.